Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with no delivery followed by a motor error. The patient's blood glucose at the time of incident was 366 mg/dl and at the time of call it was 409 mg/dl. The customer stated that the motor error occurred during a bolus attempt, and that he's gotten a motor error about a half dozen times in the past. Troubleshooting was initiated for the motor error alarm. The customer does not recall any significant events leading to the motor error issues. The customer was able to complete the rewind process. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. No motor error alarm or no excessive no delivery alarm during our testing and the motor was tested outside of the device and passed. The insulin pump was minor scratched lcd window, scratched case, cracked battery tube threads, cracked reservoir tube lip and cracked case at the reservoir tube window corners.